Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1 month. On 11/18/2010 (through follow-up with the health-care provider), additional information and a copy of the operative report were received. It was learned that the device has not been explanted. According to the operative report, the patient has surgery for aortic valve replacement. No other details regarding this event have been provided. The cause of death remains unknown.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.